Manufacturer narrative:
Citation: waksman et al. Transcatheter aortic valve replacement and impact of subclinical leaflet thrombosis in low-risk patients: lrt trial 4-year outcomes. Circ cardiovasc interv. 2023 may;16(5):e012655. Doi: 10.1161/circinterventions.122.012655. Epub 2023 may 16. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic valve replacement (tavr) and the impact of subclinical leaflet thrombosis in low-risk patients. The study population included 200 patients who were predominantly male with a mean age of 74.1 years old.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: stroke, major bleeding or vascular complication, acute kidney injury, myocardial infarction, coronary artery occlusion, infective endocarditis, arrhythmia requiring permanent pacemaker implant, moderate to severe paravalvular leak, moderate to severe aortic regurgitation, aortic stenosis, congestive heart failure requiring hospitalization, hypoattenuated leaflet thickening (halt), structural valve dysfunction, high gradients >40 mmhg, and patient-prosthesis mismatch.  No further information was provided pertaining to medtronic products.